Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received cartridge alarm 1. The customer's blood glucose (bg) level was 200-300s and administered insulin pens to manage bg level. The customer no longer had the cartridge available. Additionally, it was reported that the customer received an occlusion alarm. Tandem technical support was unable to perform troubleshooting for the occlusion due to the event occurred in the past.